Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing impedance measurements out of range on the right atrial (ra) lead. A signal artifact monitoring (sam) episode was noted due to oversensing artifact related to the minute ventilation (mv) feature signal on the same channel. Technical services (ts) was consulted and stated this lead seemed to be fractured. A drop in longevity was noted; however data analysis confirmed the device power consumption was appropriate for the therapy delivered and that there are where no concerning faults related to the device longevity. Ts recommended to bring the patient into the clinic for further troubleshooting. This device remains in service. No adverse patient effects were reported.